Event description:
A customer reported an issue with their freestyle meter. The customer reported she was having high and low readings. She stated she lost consciousness and was hospitalized on several occasions. Customer was unwilling to elaborate. No further health history is known.

Manufacturer narrative:
The product has been requested. It will be investigation upon return and a follow up report will be submitted.